Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the pressure sensor of the device does not work and was damaged, was confirmed. It was found that the cpc connector was damaged and that the bezel enclosure was physically damaged. The damaged connector and bezel-enclosure were replaced and the device was cleaned, newly calibrated, tested and found to be fully functional. User mishandling of the device is the most probable root cause for the physical damage to the device, which in turn, would have caused the reported complaint from the customer. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2020 and passed all functional testing before being returned to the customer. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot: the service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on (B)(6) 2020 and passed all functional testing before being returned to the customer.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4).

Event description:
It was reported by affiliate via phone that the fms vue pump doesn't work sensor pressure, damaged pressure sensor. No patient consequences or surgical delay reported. The device is not available to be returned for evaluation.